Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During platform demonstration, the autopulse platform (sn (B)(4) displayed user advisory (ua) 12 (lifeband not detected) error message. No patient was involved with this event.